Event description:
Customer reports to have received a compromised forced sensor alarm. Customer states she was in and out of the hospital but no hospitalization details given. Customer's blood glucose was 237 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to faulty force sensor. No error alarm noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time revel veo insulin infusion pump, which is not marketed in the u.s. However, the device is similar to the paradigm real-time revel insulin infusion pump, which is marketed in the u.s.